Event description:
It has been reported to philips that the allura system c-arm can¿t move. The device was in clinical use. No patient or user harm reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, reported problem was found during the preparation process, there was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed reported issue. Upon functional testing fse identified spp power supply was defective. The fse replaced spp power supply. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.